Event description:
A surgeon was finishing a lumbar fusion on a patient and was ready to place a post procedure drain. He requested a 10 fr. Fully fluted drain. As per his usual procedure he tested the drain prior to placement. The drain came apart at the junction of the white "fluted" part and the clear rounded tubing. Two additional cardinal size 10 mm were tested and both failed at the same junction. A 7mm drain was available therefore, this one was tested and worked fine. This 7 mm drain was inserted without incident.